Event description:
Baxter svc ctr reports a leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was identified by svc ctr when the home pt (hp) reported the heater has inflated with air in fill 5/7 during treatment on homechoice device. According to the home pt, treatment was discontinued & there was no pt injury associated with this report.